Manufacturer narrative:
B3 event date: event date estimated as clinical site became aware of death on (B)(6) 2025.

Event description:
Reported via clinical study. It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) was implanted on (B)(6) 2022 with a complete laa seal and deployed device diameter of 20.0mm. The patient was discharged (B)(6) 2022 on apixaban (10 mg/day) and aspirin (81 mg/day). On (B)(6) 2025, the clinical site had contacted the patient's wife who reported that the patient had passed away while in hospice care. The patent was on aspirin (81mg/day) at the time of death. No additional information on the cause of death was provided.